Manufacturer narrative:
Manufacturing investigation evaluation: part 399.086 with lot 5931778 was received for investigation. The investigation showed that the required lubricant to ensure proper function of the softlock mechanism did not appear to be present on the forceps. The use of the lubricant is defined in the procedure and is unalterable for proper function. By using the lubricant, the softlock mechanism worked immediately. The complaint is confirmed, but not valid from the manufacturing standpoint. The event reportedly occurred in the ¿middle of (B)(6).¿ the date reported on the initial medwatch ((B)(6) 2015) has not been confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the event reportedly occurred in the "middle of (B)(6)." The date reported on the initial medwatch ((B)(6) 2015) has not been confirmed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Implant and explant date: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Initial reporter: reporting facility phone number is (B)(6). Device history record reviews were performed for the subject device lot. The reviews showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that during the first use of the reduction forceps during a surgical procedure on (B)(6) 2015, the soft lock mechanism of the instrument broke. There was no surgical delay or adverse consequence to the patient reported. The hospital reported that the reduction forceps were purchased on (B)(4) 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.